Manufacturer narrative:
Section d10, h3: additional information. Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline and pump pocket infections, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 8.5¿ from the pump header. A distal portion of the pump cable was returned measuring approximately 4¿. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The outflow graft clip was returned properly attached over the sealed outflow graft hardware. The cuff lock was disengaged, and the apical cuff was not returned. Upon disassembly of (B)(6), inspection of the pump's blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2020 due to pus coming out of the driveline exit site which was due to infection. Swabs were taken from the exit site and antibiotics were started. On (B)(6) 2020, the patient returned to the or (operating room) and the driveline exit site was placed to the contralateral site. On (B)(6) 2020, a CT (computed tomography) scan was performed which showed inflammation in the area of the pump. On (B)(6) 2020, a pump exchange was performed to remove all affected foreign material. Infection improved and the patient was reported as stable.